Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 1 of 6. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to clear the alarm. The hp also revealed that one of the bags was not fully connected when she checked the connections; hp stated it was "loose". The tsr advised the hp to start over with new supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. Per the customer the sample was discarded, therefore no evaluation could be performed. This complaint for a system error 2240 (air in set) was not confirmed in the lab due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the supply bag fell and became disconnected. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).